Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: during investigation, the pump powered up to a clear vibratory alarm. The intermittent vibration complaint could not be duplicated. Unrelated to the original complaint, moisture was found in the battery compartment. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. No moisture damage was found internally. No intermittent conditions were found on the vibration motor. Additionally, the display was dim with reddish text.